Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior side assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Additional observations: crease fold observed on the device. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Medical staff reported left side rupture . The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
H6 health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.